Event description:
It was reported that the patient presented to surgery with l4-5, l5-s1 ddd, stenosis, l4-5 spondylolisthesis. The patient underwent a surgery for l4-5, l5-s1 alif, posterior fusion l4-s1 with posterior segmental instrumentation, hydrosorb, bone void filler, local bone, and rhbmp-2acs. Bmp was placed inside the implant and in the bone void/defect. At 1 month post-op the patient presented with mild wound drainage. At 10 months post-op the patient had implant dislodgment/migration/ and subsidence anterior. The patient underwent additional surgery for removal of segmental hardware, re-exploration of l5-s1 foramen bilaterally with facetectomy, transpedicular decompression.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the (B)(4) 2013.